Event description:
While onsite a philips field service engineer reported that the device failed to power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). While onsite a philips field service engineer reported that the device failed to power up. There was no reported patient involvement. The philips field service engineer verified the failure. The device was repaired by the replacement of the power pca. After passing all performance assurance tests the device was returned to use. This was a malfunction of the power pca that caused a power failure.